Event description:
The surgeon determined that the plate was loose and a secondary surgery to replace the plate was conducted on (B)(6) 2015. This is one of two related incidents. Please refer to MDR 9610905-2015-00065.

Manufacturer narrative:
The device was optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed surface damage but no breakage. Further observation determined there were no indications of material or manufacturing defects discovered. The developer tested the function and there was no abnormality found. The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. The root cause for the incident could not be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.